Manufacturer narrative:
(B)(4) date sent: 1/27/2016. Information was not provided by the initial contact. Batch # (B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did the surgeon attempt to manually open the jaws with his fingers? ---no. If no: was the device on a vessel/artery when it would not open? ---the device clamped the hepatic parenchyma. If yes, how was the device removed? (I.e. Cut off, forced opened) ---the device was removed by cutting the tissue around the jaws. If cut off, did this cause a change in the plan of care for the patient? ---no. Did the removal cause any damage to the vessel/artery? ---no. If yes, what is the damage and how was the damage repaired? ---na. Did the surgeon continue the case with this same device? ---no, another device was used.

Event description:
It was reported that during a laparoscopic hepatectomy, the jaws became not to open after clamping a hepatic parenchyma. Another device was used to cut the tissue around the jaws to remove the device. The patient's tissue was not damaged. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Date sent: 2/16/2016. Batch #(B)(4). The device was returned with the jaw stuck closed half way fired with small piece of plastic and tissue within the jaws. The jaws were forcibly opened to perform functional test. The device jaws were tested and there were found bent. Due to the condition of the device not all functional testing could be performed with the generator. Care should be taken not to close the jaw over any other material than tissue, for further information on device use can be found on the IFU. The batch history records were reviewed with no anomalies noted during the manufacturing process.